Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The main manifold was cleaned to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in a leak greater than 9 lpm during a case. There was no patient injury.